Event description:
I had been using the fascia blaster as I was told per (B)(6). I was told that my cellulite wouldn't come back after using the fascia blaster, that bruising was good, go to a pain that was a level 7, and to blast on bruising caused by the fascia blaster as long as it didn't hurt. I had really bad bruising that never went away on the outside of both legs. I have what they call "staining" that is iron trapped below the skin.